Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to replicate the reported issue. Fse replaced the acp cfg to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The cfg axes controller platform was analyzed and in artemis, this error 48305 was found indicating the system has encountered an unexpected state and cannot reliably continue. Upon visual inspection, no issues were found that would be related to the reported event. This acp cfg was installed, programmed, and tested on the printed circuit assembly (pca) is4000 golden system, run 10x power cycles with no issue on startup and no errors or failures were triggered. This acp cfg remains on the system for 1 hour idling in normal mode with no issue. In addition to the test, this unit went through in process correction verification and passed all the tests. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer experienced a non-recoverable fault 48305 at start up. Logs indicate communication failure between the robot and the tower. Customer power cycled and reset breaker and epo and the fault persisted. The customer reported event has no report of patient injury.